Event description:
The user facility reported that the device was coming apart during cleaning.there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
It was determined after receiving further clarification from receipt of the device that this event was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify a MDR was not required for this event. The pieces of the attachment were described as being separated, however, the attachment was never disassembled and no small components were missing that would create a health risk.

Event description:
The user facility reported that the device was coming apart during cleaning. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.